Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes non-functional) was confirmed due to the electrode belt¿s distribution node (dn) to rear 1 and 2 therapy electrodes being severed from strain relief at the trunk cable, damaging all wires within the cable. The belt did not pass ECG falloff testing. The root cause of the physical abuse to the strained cables was unable to be positively identified. Investigation underway. (B)(4). There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.